Event description:
Information was received from a patient (pt). Patient inquired about the pros/cons of rechargeable vs. Non-rechargeable spinal cord stimulators. Patient reports they are about to replace theirs after 10 years and they have a non-rechargeable st. Jude and they are about to have a (B)(6) placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).